Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish / emotional anguish"). The patient was treated with surgery (laparoscopic hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder and pelvic pain to be related to essure (ess205). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish / emotional anguish"). The patient was treated with surgery (laparoscopic hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids. Concurrent conditions included abdominal pain, dysfunctional uterine bleeding, cramp in lower abdomen and asthma. Concomitant products included paracetamol (tylenol). In april 2005, the patient had essure (ess205) inserted. In january 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia),"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish / emotional amguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - tlh & bs). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and back pain had resolved and the menstrual disorder, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in july 2005: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: low back pain, vaginal bleeding, menorrhagia, pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: plaintiff fact sheet and medical record was received events added from pfs- dysmenorrhea (cramping), abnormal bleeding (vaginal), lower back pain. Reporter information, medical history, concomitant drug events onset date, severity, events outcome, lab data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids. Concurrent conditions included abdominal pain, dysfunctional uterine bleeding, cramp in lower abdomen and asthma. Concomitant products included paracetamol (acetaminophen) since 2005 to march 2013 and paracetamol (tylenol). In april 2005, the patient had essure (ess205) inserted. In january 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia),"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish / emotional amguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - tlh & bs). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and back pain had resolved and the menstrual disorder, depression, anxiety, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in july 2005: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: low back pain, vaginal bleeding, menorrhagia, pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received new event added abdominal pain and severity added abdominal pain. Concomitant drug added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids. Concurrent conditions included abdominal pain, dysfunctional uterine bleeding, cramp in lower abdomen and asthma. Concomitant products included paracetamol (acetaminophen) since 2005 to on (B)(6) 2013 and paracetamol (tylenol). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish / emotional amguish"). On an unknown date, the patient experienced back pain ("lower back pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy tlh & bs). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, back pain, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2005: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: low back pain, vaginal bleeding, menorrhagia, pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received : outcome of event " abdominal pain " was updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.